Event description:
It was reported by the rep that the coil did not detach. After several attempts to detach the coil using empower detachment unit, coil did not detach and surgeon removed device from the patient and replaced it with different coil. Detachment unit is working fine as other coils were delivered successfully. Device will be forwarded on receipt.

Manufacturer narrative:
It was reported that the cash 14 plat coil 5mmx7cm coil ((B)(4)/ g11174) did not detach. After several attempts to detach the coil using empower detachment unit, coil did not detach and surgeon removed device from the patient and replaced it with different coil. Detachment unit is working fine as other coils were delivered successfully. Device will be forwarded on receipt. Additional information indicated that the connecting cable used was an enpower cable, and pre-deployment electrical check was performed prior to inserting in the patient and it passed the test. No low battery light was seen, and upon pressing the power button, all lights illuminate on the enpower control box including the green system ready light. All connections appear to fit properly without application of excessive force. After the event, the same connecting cables and dcbs were used successfully with subsequent coils, and no resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system. The procedure was completed with different coil. The coil was returned undamaged. The coil¿s socket ring was found to have been pushed down inside the outer sheath, and the detachment fiber as received did not receive heat and melt. Upon receipt the device positioning unit (dpu) passed electrical testing with resistance at 52.4 ohms and the enpower systems go green light illuminated. During laboratory testing the coil detached on the first detachment cycle. Post-detachment resistance passes at 52.4 ohms. Post-detachment found that the detachment fiber received heat and melted as designed. Laboratory testing could not duplicate the field complaint; therefore the root cause of the coils failure to detach inside the aneurysm cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported event of failure to detach coil was not confirmed, since the unit passed electrical test and the coil detach on the first attempt done during analysis. Although the device was received with the coil¿s socket ring pushed down, this did not prevent detachment of the coil. The damage found was not reported or confirmed with request of additional information. Additionally, the DHR indicated that this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. UDI: gtin unavailable, product made prior to compliance date; (B)(4) 2014. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.